Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd bulk needle ns unclear labeling. The following information was provided by the initial reporter, translated from french to english: we found a discrepancy between the batch number on the carton and that on the sachet of component reference 300932, internal reference 300932 on the product, the lot number is 4129545, while on the carton it is 4116887. This is an identification problem. The products have not been used.

Manufacturer narrative:
Investigation: to aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality team. One (1) picture displayed two (2) different hub component designs. The other two (2) pictures showed the label applied to the internal plastic bag (label from the assembly lot) and the label applied to the external case carton (label from the final lot). Regarding the reported concern of needle hub change, we would like to inform you that the design of the microlance hubs g30 changed for material: 300932 at the end of january 2024. Provided lot number: 3313248 was manufactured in november 2023 with the old design, while provided lot number: 4116887 was manufactured in may 2024 with the new design. The hub design was part of a project change with the aim of complying with new iso so 80369-7. Regarding the reported concern of labeling discrepancy, we would like to inform you that in bulk products, the information on the case carton label and the label applied to the internal plastic bag will always be different. The information on the case carton label refers to the final material information, while the information on the internal plastic bag refers to the assembly material information. In this case, the customer ordered material: 300932/lot 4116887 and that was the product provided. The information on the internal plastic bag label does not refer to the final product, as it belongs to the intermediate process (assembly process of the needle). Lot number: 4129545 from the plastic bag label is the assembly lot of the needles, used for the internal manufacturing reference (our traceability system confirms final lot: 4116887/assembly lot: 4129545). Correction: cancel MDR. The reported complaint was actually related to customer confusion regarding a design change and the labeling process for the product. The product is within specifications.

Event description:
No new information.